Event description:
Procedure type: acl. According to the reporter: a re-operation occurred on (B)(6), 2010. The surgeon allegedly removed four pieces from the pt's right knee after device broke. The pt may require another re-operation due to add'l pieces left behind.

Manufacturer narrative:
(B)(4). MDR reference #: 3004824670-2010-00004 (stratis implant 10mm x 25mm bioabsorb pla).